Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure upon insertion of the balloon catheter into the sheath, air bubbles were observed in the extension tubing. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 0012174000 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases without any system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During device compatibility inspection (balloon catheter insertion into sheath), the outer balloon distal bond diameter was 0.160 which is out of specification. In conclusion, the reported "air ingress" could not be reproduced during testing. However, the balloon catheter failed the return product inspection because the outer balloon distal joint od was out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure upon insertion of the balloon catheter into the sheath, air bubbles were observed in the extension tubing. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.